Event description:
Customer reported a past event of low blood glucose. Customer¿s blood glucose (bg) level was displayed as "low"; however, specific value was not provided. Cause was not known. The customer consumed milk as a treatment for the low blood glucose. The control-iq feature was active on the pump. The customer was advised to consult a healthcare professional to discuss potential factors affecting blood glucose levels.